Event description:
Boston scientific received information that this right ventricular (rv) lead had become dislodged as a result of a possible twiddler syndrome. Inappropriate shocks, as well as loss of capture was observed at 7 volts @ 2 ms. An invasive revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.